Event description:
During verification testing at the service center, the device fan was found to be broken and s233 (overtemperature-psc) malfunction alarm codes were found in the device history.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.